Event description:
It was reported that there was high chronic lv (left ventricular) threshold and that the lv lead had been dislodged since 2005. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.